Event description:
An orsiro drug-eluting stent system was selected for treatment. The severely calcified lesion could not be crossed with the device and upon withdrawal it was noticed that the stent was a bit bunched. As a result, the profile of the stent was not the same anymore. Thus, the procedure was finished by using another stent. Model number, lot and size of the device are unknown because the stent and the packaging was discarded the hospital. Event date and device details are unavailable.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Only the product name (i.e. No size, no lot, no ref) and an event description were provided. No event date was reported. The complaint instrument was not returned. Therefore, no complaint investigation could be performed.